Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead, extraction indication unk. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The ra lead was extracted with no reported issue. The physician was attempting to extract the rv lead using a spectranetics 11f tightrail rotating dilator sheath when the tightrail device became stuck on the lead, with the shaft of the device stuck within the patient. This necessitated the tightrail device (and the portion of the lead within the tightrail device) to be cut and disassembled to remove it from within the patient. All components of the tightrail device were removed from the patient, and the remainder of the rv lead was extracted from the femoral vein with a snare. The tip of the rv lead broke off from the rv lead remnant during the snaring attempt, but the lld which was present in the lead was removed in its entirety. This report captures the tightrail device present on the rv lead when it became stuck on the lead, requiring intervention for lead removal.